Manufacturer narrative:
This complaint is related to MDR #: 1828100-2015-00153, 1828100-2015-00190 and 1828100-2015-00200. Reported issues occurred with new software version 1.69. Per the ccp, he is seeing significant potassium drifts since the software upgrade in the range of 1.0-1.5 difference. An example would be that the monitor is reading a potassium of 2.7, but the value that comes back from the lab is actually 3.9-4.0. This happens after he has already performed a couple of in vivo recalibrations. They do perform the gas calibration on each sensor prior to the case.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the perfusionist noted there was potassium (k+) inaccuracies with the blood parameter monitor (bpm). The device was not changed out, as they continued to use this bpm. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2015: with the 1.69 upgrade, the user has noticed the k+ measure of the bpm is not closely matching the lab analyzed value. The unit is being gas calibrated and multiple in-vivo calibrations are being performed during the procedure. At times, the bpm k+ measure is 1.0-1.5 mmol/ 1 different than the lab analyzed value. In-vivo calibrations and re-calibrations have not improved the accuracy. This issue has been observed on multiple occasions since the 1.69 software has been installed. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.